Event description:
During a follow up with the home patient (hp) regarding the air in line, it was revealed that the issue was resolved, but she did not know the cause of the air in line. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. This complaint is for air in tubing without an alarm. Per the complaint information, the patient saw air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the air was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding air bubbles in the patient line during initial drain while on the homechoice (hc) machine. The home patient (hp) wanted to start over. The baxter technical service representative (tsr) assisted hp to end the therapy and start over using new supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report..

Manufacturer narrative:
(B)(4).the lot number and sample availability are unknown at this time.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.